Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device exhibited red alert due to out-of-range shock lead impedances measuring at 125 ohms on the right ventricular (rv) channel. It was noted that this patient's impedances were around 50 ohms a year ago. The healthcare professional (hcp) recommended to have patient visit the clinic to interrogate the current device alert. This device remains in service. No adverse patient effects were reported.